Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient's ipg had depleted. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient¿s ipg was end of life. Surgery took place where the ipg was replaced. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.